Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens but the haptic tore. The lens was partially inserted and the incision was enlarged to remove the lens. Another lens was implanted and sutures were required to close the incision.